Event description:
It was reported that the patient experienced urethral atrophy and urinary incontinence due to the urinary control system (aus) cuff component being too big for the urethra. It was noted that the previous implanted 5.0 cuff was sized properly; however, the patient still leaked. The cuff needed to be tighter for optimal results, and the physician decided that a 4.5 cuff component was a better fit . The patient underwent a revision surgery, and the 5.0 cuff component was removed and replaced it with a 4.5 cuff component. The patient fully recovered.